Manufacturer narrative:
Sex/gender: unknown/ not provided. If explanted; give date: n/a (not applicable). The intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a plastic fragment was noted on the intraocular lens (iol) after it had been implanted. The fragment was successfully removed, and the iol remains implanted. There was no patient injury, no medical complications, and no surgical intervention required. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 10/11/2017. Device returned to manufacturer? Yes. The pcb00 delivery system was received in a plastic bag. The plastic fragment was not returned. There is no missing piece of the insertion device. The lens was not returned as it remains implanted. The reported issue was not verified. The manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. The directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.